Event description:
The customer reported via phone call that the insulin pump alarmed no delivery due to a bent infusion set cannula. The customer's blood glucose was 185 mg/dl. The customer was unable to troubleshoot at the time of the call and declined to return the infusion set and reservoir for analysis. The customer requested replacement of the infusion sets. The customer was advised to call when the alarm occurred in order to properly troubleshoot the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.